Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit screen freezes then alarms. The unit must be disconnected to turn alarms off. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 25oct2018. Date of manufacturer: 23oct2018. MFR report #2031642-2018-02224 is a duplicate of an event previously reported under MFR report #2031642-2018-02237. Any additional information will be submitted under the reported MFR #2031642-2018-02237.